Event description:
The cover over the needle popped off and it will not go back/ she observed that the cap was not fitting back to epipen [device operational issue] no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of device operational issue and no adverse event in a patient (gender, age and race were not reported) from the united states. The patient's age at the time of experience was not reported. On 19-nov-2024, amneal pharmaceuticals received information from the other reporter via voicemail concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). Additional significant information (#1) was received on 20-nov-2024 from the patient via a telephone call. New information included ndc number, event verbatim and narrative was updated. The patient was being treated with twinject epinephrine injection (auto-injector) (ndc: 0115-1694-49) (strength, dose, frequency and therapy dates were not provided) for unknown indication. Concurrent conditions, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures/ surgeries, history of allergies, history of smoking, alcohol consumption, recreational drug and laboratory tests use were not reported. It was reported that received two pack of twinject in june and when consumer went to replace the old auto-injections with the new one, it seemed to the consumer that the new twinject was defective. Consumer could not get it back in its little case because the cover over the needle popped off and it will not go back in so the consumer took it to the pharmacy and where they agreed that it seemed defective, hence consumer requested for replacement. Upon follow-up, the consumer also stated that and she observed that the needle came out and there was no leaking of medication from the twinject. Last action taken with twinject in relation to device operational issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device operational issue and no adverse event were unknown. The reporter causality for the events device operational issue and no adverse event was not reported with respect to twinject. This case was considered as serious. The reportability of this case was expedited.